Manufacturer narrative:
The device was returned for analysis. Evaluation confirmed the reported of intermittent stim output. Analysis found that the device had an intermittent stim output failure. The device had a defective stim pcba. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the device had an intermittent stim output. There was no patient impact.